Manufacturer narrative:
B3 DATE OF EVENT IS UNKNOWN. ADDITIONAL INFORMATION WILL BE PROVIDED IF AVAILABLE. E1 ESTABLISHMENT NAME: (B)(6). THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
THE CUSTOMER REPORTED POOR IMAGE CAPTURE DETECTION FAILURE DURING SET UP OF AN UNSPECIFIED PROCEDURE INVOLVING AN OLYMPUS FLEX DEFLECTABLE VIDEOSCOPE. THERE WAS NO PATIENT INJURY REPORTED.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to Olympus for inspection, and the reported failure was not confirmed.A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts, an environmental problem such as dust, dirt, or humidity, an optical problem, an overheating problem, or an electrical problem such as signal loss or an open circuit.In addition, the following reportable malfunctions were identified during device evaluation: the bending section cover's adhesive was chipped.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.